Manufacturer narrative:
The unit was tested per quality control procedures by a kci field service employee on (B)(4) 2010, prior to placement with the pt on (B)(6) 2010. The unit passed qc checks and met specifications. The unit was returned to the kci service center on (B)(4) 2011 forward to kci quality engineering on (B)(4) 2011 for device evaluation. Inspection, testing and evaluation of the unit, along with the power cord and power supply adapter, revealed no evidence of an operational malfunction or defect with the device. The unit met specifications. Device labeling, available in print and online, states "never leave v.a.c. Dressing in place without active v.a.c. And irrigate the wound. Either apply a new v.a.c. Dressing from an unopened sterile package and restart v.a.c. Therapy, or apply an alternative dressing at the direction of the treating physician."

Event description:
The following information was reported to kci by the physician and the pt's wife: on (B)(6) 2011, the nurse applied v.a.c. Dressing to the pt's foot. Five hours later, the pt complained of pain to the wound area as well as the surrounding the periwound skin. V.a.c. Therapy was turned off but the v.a.c. Dressing was left in place. On (B)(6) 2011, the home health agency changed the v.a.c. Dressing. On (B)(6) 2011, the nurse removed the dressing and the wound fluid had settled at the bottom of the dressing, causing the wound to appear larger and the periwound appeared abnormal. A new v.a.c. Dressing was applied. On (B)(6) 2011, the pt went to the physician's office and the wound was still very wet. An alternative dressing was placed and v.a.c. Therapy was restarted the next day. On (B)(6) 2011, the pt refused the v.a.c. Dressing change because the pt was not feeling well. On (B)(6) 2011, the pt went to the physician's office and the dressing was removed. The wound was found to be in poor condition and the pt was admitted to the hospital and intravenous antibiotics were initiated. During the hospital stay, the pt had several debridement of the wound. Additional information and clarification rec'd on (B)(6) 2011, the pt's wife reported that on (B)(6) 2011, the pt had a below the knee amputation. On (B)(6) 2011, the pt was discharged from the hospital.